Event description:
It was reported that this was an arteriotomy closure of right common femoral artery with two proglide devices using the pre-close technique via a 14fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was felt with both devices as they advanced in the access site. Post procedure, the knots were advanced to the vessel wall however bleeding was not contained. A third proglide device was attempted; however, the device did not lock [knot lock] and got stuck when trying to advance. A stent was then used to contain the bleeding. The patient was directed to the intensive care unit (ICU) but the patient progressed to death due to complications with the tavi procedure. Per physician, the patient death is not related to the proglide devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event: estimated. D4- a partial UDI was provided as the lot number is not known.